Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the root cause was identified as calibration of the paramagnetic o2 sensor was needed. Correction: after oxygen calibration of paramagnetic o2 sensor, correct values are shown again. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: during controlled ventilation of the patient, the device reports a red o2 low alarm, which cannot be acknowledged. The ventilator is set to deliver 100% oxygen, but the measured delivery is 82%. Ventilator had to be replaced during a very unstable patient situation.

Event description:
The following was reported to hamilton medical ag: summary: during controlled ventilation of the patient, the device reports a red o2 low alarm, which cannot be acknowledged. The ventilator is set to deliver 100% oxygen, but the measured delivery is 82%. Ventilator had to be replaced during a very unstable patient situation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the root cause was identified as calibration of the paramagnetic o2 sensor was needed. Correction: after oxygen calibration of paramagnetic o2 sensor, correct values are shown again.